Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section b3: date of event: date unknown, as information was requested but not provided. Section d6a: implant date: unknown, as information was requested but not provided. Section d6b: explant date: unknown, as information was requested but not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that mold or dirt was observed (unknown substance) in the intraocular lens (iol). It is unknown if the foreign material was observed prior to patient contact. No further information was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Section d9 - date returned to manufacturer: august 19, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found partially advanced. A brownish material was observed on the plunger rod knob. Viscoelastic residue was not observed throughout the cartridge; the cartridge tip was damaged. The lens module, device assembly, and plunger rod tip were inspected revealing no issues. Further analysis identified the brownish material as a complex mixture containing acrylonitrile butadiene styrene (abs) found on the handle of the device, possibly with sodium hyaluronate or similar inorganic salt species, polyethylene terephthalate (pet), silicate(s) and/or inorganic adhesive potting compound. The fourier transform infrared (ftir) spectrum raw data output file generated was compared against the manufacturing process ftir library and did not yield any results with at least a 0.9000 correlation, which will indicate a match. Based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.